Manufacturer narrative:
B3.date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence it was reported that patient has had a return of symptoms and is all of a sudden urinating on themself again. Caller provided event date as probably about 2 weeks ago but has gradually got worse. Caller stated they plugged up everything to make sure it was charged and they are going through the programs and they didn't know if they need to go in and program everything or just certain ones. Reviewed therapy overview and general programming guidance. Caller reported therapy was off when initially connected and caller did not know how therapy got turned off. Caller reported patient had a fall about 3 weeks ago and reported this is when patient's incontinence kept getting worse so they don't know if something happened there. Caller confirmed therapy was on during the call and increased stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirect to patient's doctor to further address the issue. Additional information was received from the patient. They reported that the fall did affect their implant. The implant would not work anymore. They would have surgery on (B)(6) 2026.